Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: unknown, not provided. If explanted, give date: not applicable, as to date the lens remains implanted. Planned explant. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt300 +12.0 diopter intraocular lens was implanted in the patient's right eye on (B)(6) 2018. Reportedly, this lens will be explanted in the future. The reason for the planned explant was not provided. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 08/24/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The product is inspected by a qualified inspector using a microscope with a 12x magnification. It can be seen that there is a tear in the optic body and a mark from the forcepts is visible, no other anomalies were found. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the labeling review was not reviewed because limited information was received. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Patient code 3191 ¿ explant (the product was returned for investigation, which means the explant must have occurred). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.